Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device smart remote manager (srm) was reportedly off the bus. The field service engineer (fse) found no faults on the cable and confirmed that the srm was just pushed in and not screwed back. The fse powered off the unit, screwed the cable connector in, noted that both ends are short with not much room to move, and tested it in the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator failed and not communicating. Customer stated that refrigerator was on, but device was not detected on the bus, tried to reboot the pyxis and checked the cables, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.